Event description:
It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Lot number, model number and device manufacture date are unknown. No information has been provided to date.